Manufacturer narrative:
An event regarding seating locking issue involving a trident 10° x3 insert was reported. The event was confirmed. Method & results: device evaluation and results: the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Minor indentation damage is noted around the back side of the device on both the hemispherical surface and the locking face. This damage appears consistent with debris trapped between the liner and shell. A dimensional inspection was performed and the returned device passed inspection. However, it was noted in the inspection report that it was received damaged. Medical records received and evaluation: medical records or x-rays were not provided for analysis. Device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation determined the likely root cause of the event to be debris trapped between the mating faces of the liner and shell during insertion and attempted locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During tha, the surgeon inserted trident cup to the patient and inserted x3 liner. However, the x3 liner was not locking in the cup. Therefore, the surgeon performed insert again to the trident cup. However, the result was same. The surgeon changed x3 liner to brand-new liner. The surgeon finished the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha, the surgeon inserted trident cup to the patient and inserted x3 liner. However, the x3 liner was not locking in the cup. Therefore, the surgeon performed insert again to the trident cup. However, the result was same. The surgeon changed x3 liner to brand-new liner. The surgeon finished the surgery.